Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
A customer reported via social media indicating that they experienced diabetic ketoacidosis too often 5 years ago while they were on their insulin pump. The customer has been on the insulin pump for 10 years up until 5 years ago. The customer has been advised to be on manual shots and has not had any issues since. The customer stated that they never had problems with this insulin pump while the device was in use. The customer was assisted with trouble shooting and